Manufacturer narrative:
Unable to perform a review of the incoming inspection records as lot numbers are unknown. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient experienced blood tinged sputum following a superdimension procedure. No intervention was reported. The event was reported by the site to be not related to the superdimension system but related to the enb procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.